Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the evercross 035 balloon, a balloon burst occurred on the first inflation while treating a calcified, moderately tortuous, approximately 80% stenosed lesion in the proximal right common iliac artery. The balloon ruptured and could not be retrieved through the sheath. During attempts to remove the balloon, it became detached in the vessel. An unsuccessful attempt was made to retrieve the detached balloon, after which a stent was deployed to trap the detached balloon against the vessel wall. Not all fragments of the device were retrieved, and a portion remains jailed in the patient. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Update to ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.